Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for embolism as per the reported event that the user experienced. Based on the available information, the exact cause of the reported event can not be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Expiration date - unknown due to unknown product code/lot number. UDI - unknown due to unknown product code/lot number. Implanted date - unknown due to unknown date of event. Explanted date: device was not explanted. (B)(4). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions (B)(4) has been referenced. The production lot number was not provided, which prevented a meaningful review of the device history record.

Event description:
Per literature review: the article entitled: peripheral leg ischemia detected via intraoperative neurophysiological monitoring during a multilevel complex anterior and posterior operation; journal of surgical case reports, 2020,5,1-3. A patient with metastatic renal cell carcinoma had spine surgery on the cervical and thoracic areas of the spine to remove malignant tumors. The tumors were being supplied blood from the left vertebral artery, so prior to surgery to remove the tumors, patient underwent a procedure to embolize (stop blood flow to) the vertebral artery. The procedure to embolize the left vertebral artery was a success and an angio-seal was used to close the access site in the right common femoral artery. The next day during the surgery to remove the spinal tumors, using sseps, (spinal electrodes used to confirm nerve signals) it was determined that there was significant right lower leg ischemia. Vascular surgery was consulted, and simultaneously the vascular surgeon performed a right femoral embolectomy. Later it was determined that the embolism was the closure subcomponents of the angio-seal that were the source of the embolism. Due to ischemia of the lower leg, paired with the patient not being a candidate for anticoagulation, the injury lead to the patient having an above the knee amputation of the right leg. It is unknown how the device failed, only known that the subcomponents caused an embolism.